Manufacturer narrative:
It was reported that the patient was experiencing random beeps and a loose connector on the controller. The controller, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned. Log files covering the reported event date were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additionally, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller exhibited random beeping sounds and loose connections, resulting in user annoyance. The controller was exchanged. No patient complications have been reported as a result of this event.